Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. No noise anomaly at the end of rewind was noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The following physical damage was noted: cracked casing at the display window corners, reservoir tube, and battery tube threads along with a missing end cap sticker, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she noticed a weird noise at the end of the rewind process. There was also a half-inch crack near the reservoir compartment and another crack near the lcd screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that the insulin pump had been dropped a few times. Additionally, the customer mentioned that she had high ketones a couple weeks ago due to the flu. The customer did not go to the hospital for that event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.